Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] from the following facts obtained in the investigation, it was confirmed that the touch panel error occurred temporarily, but the root cause could not be presumed because there was no abnormality in the subject device and the phenomenon could not be duplicated at the inspection of olympus service operation repair center (sorc). <facts obtained from the investigation> -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -the user reported that the error e333 occurred during the unspecified diagnostic procedure. When the subject device was restarted, the error was resolved. So the intended procedure was completed without any problems and there was no patient injury associated with this malfunction. -sorc found the followings at the inspection of the subject device; >when the subject device was conducted the function test, the reported phenomenon could not be duplicated. >in addition, no abnormality was found in the function test. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc) but it could not be duplicated the reported phenomenon. Though it was also done for visual check and operation check, but there was no abnormality. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified diagnostic procedure, the error e333 which indicated that the subject device had been broken down displayed. Since the error e333 was resolved with restarting the subject device, the intended procedure was completed without any problems. There was no patient injury associated with this report.